Event description:
The customer's wife reported that the customer's blood glucose dropped and he was in a car accident and hospitalized as a result. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed and found that the basal rates on the insulin pump were programmed incorrectly. The basal rate read 1.6 units an hour when it should have read 1.0 units an hour. The insulin pump was reading the reservoir volume correctly. The self test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.